Manufacturer narrative:
This event has been reassessed as not MDR reportable. It was originally reported that the cool flow pump failed to activate high flow irrigation during ablation. However, additional information was received that indicates that the generator sensed that the pump did not spool up and did not allow for radiofrequency ablation energy to be delivered during that time. As such, the device functioned as intended because if there is no flow the generator cannot deliver radiofrequency. The potential that this could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Method - (actual device tested). Results - (no malfunction found. Device is working properly). Conclusion - (no malfunction found. Device is working properly). (B)(4). It was reported that a patient underwent a procedure with a coolflow pump and a high flow rate activation issue occurred. The device was evaluated and no error was found. The device is within specifications. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Management is notified of failure analysis through the monthly trending reports.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a coolflow pump and a high flow rate activation issue occurred. The pump intermittently failed to start when radiofrequency was switched on. The procedure was completed with no patient consequence. Upon request additional information was received on the event. The pump was set to switch on automatically when the stockert generator is switched on. The hospital staff has managed by taping the cable to the back of the pump. Since the pump did not start when radiofrequency was switched on this is indicative of a reportable event as this could potentially cause patient injury.